Event description:
The event is reported as: surgeon was carrying out a radical nephrectomy when the silicone balloon became detached/deflated from the trocar shaft causing port to leak when filled with water. No patient injury reported.

Manufacturer narrative:
No sample or lot is available for investigation. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.